Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded with blood in the wire lumen (shaft) and inflation lumen (shaft). The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube and a hypotube fracture located 36.1 cm from the tip of the device. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 31may2019. It was reported that crossing difficulties were encountered. The 85% stenosed, 12mmx4.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.0mmx12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment/separation.